Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient was explanted because fluctuating hearing performance and discomfort was felt, which was likely caused by the reference electrode being influenced by bone growth around it. This is a final report.

Event description:
Since (B)(6) 2024, the user reports sudden fluctuations in hearing (on/off/silent), especially in the evening. There has been no accident/trauma. External parts have been checked and are working properly. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since (B)(6) 2024, the user reports sudden fluctuations in hearing (on/off/silent), especially in the evening. The user also experiences fluctuations in hearing when chewing and touching the internal device. There is also pain when touching the internal device. There has been no accident/trauma. External parts have been checked and are working properly. Re-implantation is being considered but no date has been set.